Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, and after a pump reset with guidance from the support team, the error was resolved. The caller successfully started their sensor session.